Manufacturer narrative:
Date of event: (B)(6) 2021. 03mar2021.

Event description:
It was reported to philips that the device would not power on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The device was evaluated by an international field service engineer (fse) who confirmed the reported issue. The fse replaced the power switch overlay and fully charged the battery to resolve the issue. The unit was then functionally tested and returned to service. No other abnormality was observed. The part replaced was discarded, therefore; no part will be returned to failure investigation and root cause at the component level could not be determined.